Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed and replicated. The unit was tested on and in-house system and triggered error 1126 pointing to the axes controller, arm (aca) and error 31226 to the axes controller, motor (acm). The unit was also tested on the pfpt and failed fiber on the clock spring (ac up) and the rolling loop (axes controller spar down). Fa reviewed the site logs and found error 31199 on the acm and 31226 on the acm and the spar.

Event description:
It was reported that during da vinci-assisted cholecystectomy surgical procedure, there were faults on the universal surgical manipulator (usm) 4 and the site disabled it. The technical support engineer (tse) viewed logs and noted several faults. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and it powered on without errors. The system was power cycled and dvi cable was unplugged from back of surgeon console. The procedure was completed robotically using all 4 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. A review of the site's logs was performed and revealed that the usm was disabled during the procedure. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.